Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the battery tube threads, horizontal cracks in the case on the battery tube side one of which starts at the left belt clip rail and another located about where the bottom of the battery compartment is located, missing display window cover, peeling keypad overlay, cracked middle (enter) keypad button. The pump was received without a battery cap. After battery installation, the pump gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Able to upload using thump at a previous time when the pump displayed an open book instead of a flashing white display. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6, back of the lcd screen; pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report of a flashing white display was confirmed during testing. The flashing white/blank display is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported a solid white screen. Customer confirmed that screen is not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.